Manufacturer narrative:
Additional information received indicated that the patient wanted to keep the device, so it was given to the patient by the physician. The device will not be returned for analysis.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was reported that the device was emitting beep tones for a long period of time. The device had not been functioning for the last six months, but had not been replaced. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.